Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an olympus sales representative to troubleshoot the device. The rep attempted two different brand new monitors with two serial digital interface (sdi) cables on the cv-190 however; no image was displayed. Tac advised the rep to try a known working monitor to see if the sdi signal would display. The rep was still unable to obtain image after attempting a known working monitor and tac advised processing an out of box failure on the cv-190. A replacement unit was sent to the customer and the device will be sent in for evaluation and repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer that a new install of the evis exera iii video system center is unable to output a serial digital interface signal. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device's circuit board was faulty. However, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.